Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using an ilet device experienced hyperglycemia with a glucose meter reading of ¿high¿ after breakfast; the glucose began trending down during the call, and the caregiver elected to wait for the pump to deliver correction doses. Symptoms included elevated blood glucose. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included troubleshooting and education with guidance on high glucose management. Investigation of this case revealed no confirmed device malfunction or component issue, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.